Manufacturer narrative:
Field service (fsr) was dispatched to troubleshoot the issue. The fsr discovered air bubbles in the bellows and internal probe wash. The bellows and the poppet valves were replaced to address the issue. There were no additional discrepant results reported after these parts were replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that falsely decreased architect creatinine results of <0.2 mg/dl were questioned by a physician for two patients. The samples retested at 0.9 and 8.90 mg/dl. Corrected reports were issued. There was no adverse impact to patient management because the physician questioned the results and did not act upon them.